Event description:
Litigation papers allege: on or about (B)(6), 2006, bilateral patient was implanted with a depuy pinnacle mom hip implant on his right side (left side was entered in a separate complaint). Following the surgery, patient suffered from severe pain and discomfort, and mechanical loosening and complications of his right total hip arthroplasty. On (B)(6), 2009, patient was revised on his right side.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes yc3fb1, 1092398, and xr9da1. A search of the complaint database search finds one additional reported incident against lot code 1158115 since its release for distribution; however, a review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.